Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huat1487 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had a hole below the bifurcation. Reportedly the catheter will be repaired. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed but the exact cause is unknown. Two photo samples of a dual lumen hickman catheter were returned for evaluation. An initial visual observation of the photo showed a break in the catheter near the distal end of the bifurcation hub. The break appears to have a crescent shape. The details of the break surface cannot be distinguished in the photo sample provided. The catheter is shown to be clamped by a metal device. Based on the description of the reported event and photo samples provided, possible contributing factors include burst due to over-pressurization and sharp instrument damage. The information provided allows for the confirmation of a break but does not provide enough evidence to determine root cause. A lot history review (lhr) of huat1487 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had a hole below the bifurcation. Reportedly the catheter will be repaired. No patient injury reported.